Event description:
It was reported that hv therapy was unable to convert ventricular fibrillation during a dft test. External defibrillation was used to rescue the patient. Programming changes were made and a ventricular fibrillation was induced, but the hv therapy was still unable to convert the rhythm and external defibrillation was used to rescue the patient again. An alert for possible hv output circuit damage was then observed. The physician elected to explant and replace the device. The patient was in good condition afterwards.

Manufacturer narrative:
UDI (di): (B)(4). The reported high dft was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The reported output anomaly alert was confirmed in the laboratory and was believed to be caused by application of external defibrillation during dft testing. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.